Manufacturer narrative:
Correction - b5, h6 patient codes block a1: (B)(6) block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Correction to h6 patient codes and below: a previous report for this patient and device has been sent under MFR report # 3005099803-2021-00013

Event description:
It was reported to boston scientific corporation that an upsylon y-mesh was implanted into the patient on (B)(6), 2014 and an advantage sling was implanted on (B)(6), 2014. The patient experienced complications and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); vaginal pain; pelvic pain; painful intercourse; inability to have intercourse; recurrent incontinence nonsurgical treatments: on (B)(6) 2014 the patient commenced use of incontinence pads for the treatment of: leakage of urine. Treatment duration: 7 years.

Event description:
It was reported to boston scientific corporation that a upsylon y-mesh was implanted into the patient on (B)(6) 2014 and advantage was implanted on (B)(6) 2014. The patient experienced complications and nonsurgical treatment. Patient symptoms include: eep; vaginal pain; pelvic pain; pain inter; inab inter; rec incont. Nonsurgical treatments: on (B)(6) 2014 the patient commenced incontinence medication: incontinence pads for the treatment of: leakage of urine. Treatment duration: 7 years.

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.